Manufacturer narrative:
Customer complaint of unable to interrogate was confirmed. Device was received with voltage at end of life level and device could not be interrogated. Analysis performed after installing a new battery showed normal device function. Current was monitored for an extensive period of time and no high current drain was noted. Analysis on the battery did not find any anomaly. The cause of premature battery could not be determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up with the implantable cardiac monitor unable to be interrogated via bluetooth connection with magnet. Various attempts to establish connection were unsuccessful. The patient's condition was stable.

Manufacturer narrative:
Product serial number should be (B)(4), UDI (B)(4). Not serial number (B)(4) as previously reported .

Event description:
New information received notes that the device was explanted and replaced. The patient was stable.